Manufacturer narrative:
Manufacturing date was reported initially as december 2007 however, the manufacturing site reported the date as only 2008.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with edema and corneal erosion in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and pain. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.75 x -.75 x 162, left eye pre-op 20/20 -3.75 x -.50 x 157.